Event description:
A female patient was brought to the emergency room with an 18cm x 28cm open abdominal wound. It was believed that the patient had been in the hospital for about one month with the open wound, and had been to the operating room at least twice within the past week to wash out the wound due to a leaking bowel. In 2007, it was determined the bowel was no longer leaking and a 20cmx30cm piece of permacol was used in conjunction with a wound-vacuum in an attempt to close the wound. On saturday 4th august 07, an on call surgeon used a 15cmx20cm piece of permacol to fix a medial tear that had occurred on the previously implanted 20cmx30cm piece of permacol which was notably thin and dry. On five days later, the patient was re-admitted to the operating room with more bowel leakage, and it was observed that the remaining permacol was in a state of degradation and the wound was noted to be septic. The operating surgeon fixed the leaking bowel and stated he would continue to clean the wound in the operating room and once assured there was no longer contamination a third piece of permacol would be used.

Manufacturer narrative:
Following a review of the device history records, all process and test criteria has been verified as complying with the permacol finished product specification. The investigation concluded satisfactory processing and packaging of tissue and resultant testing of product. There was no evidence to suggest any reason for potential product absorption, sterility or tensile strength concerns. In this case, permacol was implanted in an open wound environment which tsl do not promote nor recommend. Additionally, tsl's instructions for use state that if permacol surgical implant is used in a contaminated or infected wound this may lead to weakening or breakdown of the implant. In this case, it appears the contaminated wound environment and complications with the leaking bowel have led to the weakening and subsequent breakdown of the permacol. Catalog #151520, lot #06b24-3, expiration date - 01-23/2010, implant date - 2007, approximate age of device - 7 months and device manufacture date - 01/2007.